Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient took an unknown antibiotic for a stoma site and respiratory infection. On (B)(6) 2023, the peg tube was replaced for an unknown reason. The respiratory infection preceded the placement of the new peg tube and was not reported to have been associated to abbvie's device.